Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2023; product type catheter pr oduct ID 8598a lot# serial# (B)(6); implanted: (B)(6) 2018; explanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 11-oct-2020, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(6) , ubd: 11-oct-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal fentanyl 2000 mcg/ml at 999.7 mcg/day, morphine (unknown) 19.8 mg/ml at 9.897 mg/day, and bupivacaine 21.1 mg/ml at 10.547 mg/day via an implantable pump for unknown indication for use. It was reported by the patient that about ¿7 months ago¿ she stopped getting relief from her pump, she said nothing in particular happened 7 months ago to cause this. She had a normal dye study on (B)(6) 2023 however it showed that her catheter had migrated down from t9 to t11. Additionally today, they aspirated her old pump that they were replacing and had no volume discrepancy. The healthcare provider (hcp) decided to replace the entire catheter and pump today due to her report of not getting relief and it migrating. It was reported that the patient's weight was 102 lbs at the time of this report. The patient's status is "alive-no injury" and the issue was reported as resolved.